Manufacturer narrative:
Additional information received: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the returned device, the reported stenosis and regurgitation most likely occurred due to a combination of pannus and thrombus formation. Although a conclusive cause to the noted pannus and thrombus could not be determined, these are known failure modes for bioprosthetic heart valves. The cause of the pulmonary artery hypertension could not be determined. It was reported that due to the patient's anatomy and concerns about dilating the conduit due to the coronary positioning, the patient was referred for surgery. Surgical pathology of the explanted valve, associated tissue and conduit noted segment of elastic artery with disruption of the elastic lamina and fibrosis, and adventitial fibrosis and suture granuloma, hypereosinophilic dense fibrous tissue with overlying fibrin, fibro adipose tissue with focal fibrosis, foreign body consistent with transcatheter bioprosthetic valve stent. (B)(6).

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was explanted after a 14 month implant duration due to severe conduit stenosis (peak gradient of 90mm/hg), regurgitation and pulmonary artery hypertension for conduit resection and replacement. It was reported that the patient had a history of congenital abnormality consistent with tetralogy of fallot and anomalous left anterior descending artery. Patient was (B)(6). Due to the patient's anatomy and concerns about dilating the conduit due to the coronary positioning, the patient was referred for surgery. This transcatheter bioprosthetic valve was removed and a new valve implanted. The patient tolerated the procedure well. Surgical pathology of the explanted bioprosthetic valve, associated tissue and conduit noted segment of elastic artery with disruption of the elastic lamina and fibrosis, and adventitial fibrosis and suture granuloma, hypereosinophilic dense fibrous tissue with overlying fibrin, fibroadipose tissue with focal fibrosis, foreign body consistent with transcather bioprosthetic valve stent.

Manufacturer narrative:
Product analysis: upon a receipt at medtronic's quality laboratory, a 5 cm length section of the valve and pieces of native tissue were received for analysis. The valve appeared to have been cut in half lengthwise with a section of the outflow struts bent upwards. The existing leaflet remnants appeared slightly stiff but flexible. The existing leaflet remnants appeared to have been cut and/or torn during explant. Glistening off white pannus lined the existing inflow and outflow orifices. Brown thrombotic appearing host tissue was observed within the leaflet remnants. Radiography showed mineralization in the native conduit wall. Conclusion: device history review is in progress, once the review is complete a supplemental report will be submitted. Reduced performance of the valve is attributed to host tissue overgrowth and thrombus. These findings are generally considered a patient related condition. (B)(4).